Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced worsening dyspnea with minimal exertion approximately five weeks post implant. It was noted that the right atrial (ra) lead alerted for a unipolar impedance warning. The lead exhibited low impedance values. The lead remains in use. No patient complications have been reported as a result of this event.